Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision; asr xl system (right). Reason(s) for revision: component loosening (femoral components) & pain. Patient is bi-lateral. Left hip has not yet been revised. Lot code provided for the femoral head provided no matches and is therefore invalid and not used. Fnol-dep - (B)(4); blanket (B)(4). Update received (B)(4). Implant date amended for all products excluding the cup. Revision date removed. Correct lot numbers added for taper sleeve and head. Based on information from the spreadsheet, it appears that the reason for revision is pain and suspicion of infection. Component loosening appears to be the reason for the first revision (see below) patient is bi-lateral. Left hip is (B)(4). This is the second part of a resurfacing to xl revision. Cup was implanted with a resurfacing head, the head was revised and cup left in situ. See (B)(4) for revision of resurfacing head. Cup implanted (B)(6) 2005. All other products implanted (B)(6) 2009. Revision date unknown, but spreadsheet indicates that it has taken place.

Event description:
Asr revision; asr xl system (right); reason(s) for revision: component loosening (femoral components) pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Patient has been revised; however, date of revision is unknown.

Manufacturer narrative:
.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.